Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Surgery date: unknown. Patient demographics: (B)(6) female patient. Patient history: ischemic heart disease. It was reported (B)(4) that one 60 year old female patient with known ischemic heart disease died of inferior wall myocardial infarction 1 week after surgery.